Event description:
It was reported that the patient presented for follow up with failure to capture and high pacing impedance exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6) 2024. The patient was stable.